Event description:
A woman presented with difficult-to-control hypertension despite triple antihypertensive therapy and mild chronic renal insufficiency. An mr angiogram showed an atherosclerotic critical ostial right renal artery stenosis, and the patient was referred for endovascular revascularization. An initial abdominal aortogram confirmed the critical right renal artery stenosis with post stenotic dilatation. Intra-arterial heparin (5,000 iu) was injected via the guide catheter to achieve an activated clotting time >250 seconds. The ostial stenosis was predilated to a diameter of 4.3 mm at 12 atmospheres. Subsequently, the stenosis was stented using a 6-mm x 15-mm balloon- expandable palmaz blue stent and dilated to a diameter of 5.4 mm at 6 atmospheres. Completion of the angiography revealed two complications: a distal malposition of the stent with ostial stenosis not adequately treated and extensive antegrade dissection of the main renal artery distal to the stent. The dissection did not occur at the time of pre-dilatation - check angiograms after this were okay. The dissection did occur after stenting, even though the stent was conservatively dilated.

Manufacturer narrative:
The physician does not think this was a device problem - just an unusual complication due to inherent characteristics of the target lesion, despite good technique. The physician felt that the plaque associated with the stenosis was disrupted at the time in such a way as to cause dissection. He also stated that the stent malpositioning was definitely not a device malfunction, rather a result of inherent characteristics of the target lesion. These complications will occasionally happen to any interventionalist performing a reasonable number of renal interventions. The product was not available for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. As indicated by the procedural physician, it is possible that the difficulty experience was related to procedural factors, patient and vessel characteristics and was not related to a product quality issue.